Manufacturer narrative:
A representative alleged that a patient's magec rod broke. The device was allegedly removed on (B)(6) 2016. No further information was received with regard to the patient's health and no details surrounding the patient's procedure was provided. To date, the device involved in the alleged incident has not been returned and no model number or lot number was provided; therefore, no investigation can be conducted.

Event description:
A representative reported that a surgeon alleged that a patient's magec rod broke.

Event description:
A surgeon reported one of a patient's dual magec rods did not distract after over three (3) years of implantation.